Manufacturer narrative:
An event of a leaflet tear was confirmed. The investigation found that leaflets 1 and 2 were torn. There was fibrous pannus ingrowth on the inflow surface of leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined; however, the pannus noted could induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2019, a 23mm trifecta valve was implanted in a patient. It was then reported on (B)(6) 2023, a decision was made to explant the valve due to a tear.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date, an unknown trifecta valve was implanted in a patient. It was then reported on (B)(6) 2023, a decision was made to explant the valve due to a tear.